Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative replaced the sipper nozzle and performed ion-selective electrode (ise) checks. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 128 mmol/l. The patient's doctor requested that the sample be repeated. The repeated result was 136 mmol/l. The repeated result was obtained on another module and was believed to be correct.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed multiple "probe sucking aspiration" alarms. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.